Event description:
It was reported that the patient was reimplanted with an artificial urinary sphincter (aus). The previous aus was removed due to unspecified reason. During implant procedure of the new aus, a 5.0 cm cuff was wasted due to unknown reason. A 5.5 cm cuff was used to compete the procedure. No information about the patient's outcome was provided. Additional information received. The previous aus was removed due to it had a leak at an unspecified location.

Event description:
It was reported that the patient was reimplanted with an artificial urinary sphincter (aus). The previous aus was removed due to it had a leak at an unspecified location. During implant procedure of the new aus, a 5.0 cm cuff was wasted due to unknown reason. A 5.5 cm cuff was used to compete the procedure. No information about the patient's outcome was provided.

Manufacturer narrative:
E1 and h10 updated. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.